Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial (B)(6) , ubd: , UDI#: h3: analysis of the 97745 patient programmer (ptm) battery pack (serial (B)(6) . Revealed a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller was black and wouldn't turn on and the issue began a couple days ago or 'like' last friday. Pt stated they tried to charge the controller and the issue didn't resolve and the light didn't flash. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt adjusted the time settings. Pt inserted the battery pack and confirmed green light was flashing above the screen but pt got the cannot recharge device controller battery is too low message. Pt then got the battery empty cannot continue recharge the controller message. Pt denied visible damages on the ac power supply cord, battery compartment, controller charging port, and battery pack. The issue was not resolved. Pt kept disconnecting the call during troubleshooting so ps had to call pt back multiple times.